Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3886, lot# l97844, implanted: (B)(6) 2001, product type: lead. Product ID: 3889-28, lot# v052586, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the manufacturer's representative contacted the patient and gave her the phone number of the area interstim representative in order for her to get her device changed out.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had no stimulation sensation for at least six months. When the patient tried to connect to the implantable neurostimulator (ins), they saw a ? On the patient programmer screen. The patient wanted to meet with a manufacturing representative to check the ins.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient was experiencing a loss of therapeutic effect. No stimulation sensation was noted. In (B)(6) 2013, the patient noticed her implantable neurostimulator (ins) was acting up and then in (B)(6) 2013, it died. The patient was not able to connect with the ins either. The ins battery depletion was normal. The patient didn't have a hcp (healthcare provider) because, he left the practice. The patient was looking for a new healthcare provider.

Event description:
It was reported that therapy stopped on (B)(6) 2013. The patient was in clinic today and the manufacturer's representative could not read her implant because of wrong app card. The representative found out that the implant is an interstim and it was used for bladder pain and addressed some lumbar pain as well. The reporter wondered if the leads were compatible with scs. Reason for call was noted as programming. If additional information is received, a follow up report will be sent.